Event description:
It was reported that shaft break occurred. During unpacking of a 2.50mm x 30mm apex balloon catheter, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported.